Event description:
Pulmonetic systems, inc. Received the following report from a representaitve. When power on, ltv didn't turn on with continuous alarm. To repeat turn "vent inop. "Led on, and turned off. Unit was operating on ac power at the time of event. No patient harm.